Manufacturer narrative:
(B)(4). The moisture trap component is meant to have an adapter cap that is removable; therefore the product did not malfunction. An inccorect use of the moisture trap component could cause leaking during the vacuum process. This was investigated through maquet's CAPA system.

Event description:
The customer sent a text indicating that the vavd lines come apart easily. Customer manipulated kit to make it function to his liking.

Event description:
The customer sent a text indicating that the vavd lines come apart easily. Customer manipulated kit to make it function to his liking.